Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the plaster detached from the connector plate of the infusion set, which caused a leak. The patient experienced elevated blood glucose levels. The caller reported that this has occurred with 4 infusion sets in the past week. No adverse event was reported. The lot number was not provided. The infusion sets were requested to be returned for product evaluation.